Manufacturer narrative:
Investigation found that the customer was using the photometer ohmeda bili- blanket® meter ii a third-party device. The customer replaced led panel to fix the issue. Service records for this account from the past 2 years were reviewed. No records related to this unit nor complaints were found. Several attempts where made for the device update from the customer. No further investigation required.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light output intensity was too high on "high" setting and was too when "low" setting. When measured with their ohmeda bili- blanket® meter ii a third party device. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.